Manufacturer narrative:
As reported, the devices are not expected for evaluation as both units were disposed of at the user facility. Without the actual products, an evaluation could not be performed and the root cause of the reported devices were not deployed correctly resulting in pull out failure was not able to be determined. However, the incident as described is believed to be consistent with having the ratchet on while deploying the devices. This lot #470620 was manufactured on 27-jun-2013. Of the lot containing (B)(4) units, there have been no other similar complaints received for this lot. A review of the device history records for this lot shows there were no anomalies or non-conformances noted during the manufacturing process that could have caused or contributed to the reported problem. (B)(4). To date, there have been no patient long term adverse effects resulting from this type of incidents. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. The sequent meniscal repair system is an implantable suture retention device, which is intended to facilitate percutaneous or endoscopic soft tissue repairs, including the repair of meniscal tears. This device is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of patient injury and damage to the device the instruction for use (IFU) provides the following precautions: it is the surgeon's responsibility to be familiar with the appropriate surgical technique prior to use of this device. Improper insertion technique may cause breakage of the device, implants and/or suture or premature failure. Do not bend the device needle before insertion or during the operation. This may prevent proper insertion and/or damage the implants and/or suture. The device should not be used as a lever. The device should be inspected for damage prior to use. Do not use a damaged device. Devices were discard at user facility.

Event description:
The user facility reported that during use of the two sequent meniscal repair devices in a meniscal repair procedure, the devices were reported not to deploy correctly on the anterior side of the meniscus leading to a pull out failure. Subsequently, the surgeon elected to leave the meniscus with only a partial repair to prevent further damage to the knee. Other than a 10-minute delay, the procedure was otherwise completed with no further complications or serious injury to the patient. Follow-up with the surgeon revealed that the patient "seems to be going well".